Manufacturer narrative:
(B)(4). Evaluation, results: other (device not returned). Conclusions: other (device not returned).

Event description:
A valiant stent graft was inserted in a patient for the emergent endovascular treatment of a thoracic aortic dissection and an aneurysm. Aneurysm morphology was not reported. The vessels were moderately tortuous and moderately calcified. The device was positioned at the intended deployment position and deployment was initiated. It was reported that during the deployment, by anticlockwise rotation of the blue handle for initial slow deployment. Approximately 3 mms of the stent graft was deployed, but the physician could not deploy the remainder of the stent graft. The quick release button was disengaged during the procedure and lock the disengage button, but button disengaged again as soon as the device was starting to be deployed. The physician was able to remove the device from the patient without issue. The physician used another device to treat the patient. No clinical sequelae were reported, and the patient is fine.